Event description:
It was reported that a box of antibiotic simplex only contained the cement powder. There was no liquid or brochure with stickers. The new large box of ten cement packs was opened by the nurse when doing the set-ups, so she is certain it has come from the factory like this.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not available.

Manufacturer narrative:
An event regarding a missing ampoule and IFU from the box involving simplex bone cement was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: although no devices were returned, based on the event description, the simplex manufacturing cell reviewed the event and stated that, based on the specific details of the event description, this reported event was most likely not user-related and could therefore be assembly/packaging related. Ncr/CAPA was issued for missing ampoule and IFU in simplex unit carton.

Event description:
It was reported that a box of antibiotic simplex only contained the cement powder. There was no liquid or brochure with stickers. The new large box of ten cement packs was opened by the nurse when doing the set-ups, so she is certain it has come from the factory like this.